Event description:
Customer reportedly obtained results of 236mg/dl, 143mg/dl, 147mg/dl, and 314mg/dl on the aviva sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys, however, strips are unavailable for return. Replacement was sent.